Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. Dexcom technical support advised patient's father to perform reset on device. Pediatric patient used adult receiver which is against user guide recommendations. The patient's father did not report any injury or medical intervention.